Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2218-50e, serial: (B)(4), batch: 7087735.

Event description:
It reported that the patient was experiencing cerebrospinal fluid leakage (csf leak) following the post trial period. The physician performed a blood patch procedure. The patient was experiencing headache postoperatively but was expected to fully recover.